Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned low and high ise results for 4 patient samples tested on a cobas 6000 c (501) module between (B)(6) 2019. Based on the data provided, the sodium (na), potassium (k) and/or chloride (cl) results for the 4 patient samples were discrepant. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. Calibration and qc were acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined. The malfunction is consistent with mis-sampling of the patient sample which is caused by poor sample quality. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. This leads to false low results. Additionally, ff the outside surface of the sample needle is contaminated, this can cause a higher than normal amount of sample volume to be pipetted. This leads to false high results. The customer has had no further issues.